Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the right ventricular (rv) lead seal plug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory, using tests specifically designed to validate sense amplifier operation along with its associated components. Although the presence of fluid in the header seldom creates a performance issue, fluid penetration may cause oversensing. In this case, the hole in the rv seal plug likely contributed to the reported noise.

Event description:
Boston scientific received information that as the physician was closing the pocket, noise was noted which was being oversensed and inhibiting pacing in this pacemaker dependent patient. Additional information was received that before the pocket was closed, the leads were removed and reinserted into the header which resolved the issue. The reported noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. The device was implanted and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.